Event description:
The caller reported an issue regarding a discrepancy between the displayed time and the actual time on their device, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels outside the normal range. Technical support assisted the caller in updating the device time and advised monitoring the situation, ensuring the caller understood the guidance provided.